Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. D10 ¿ product received on: 03oct2019. Investigation ¿ evaluation: a review of the complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device, as well as a visual inspection, functional test, and dimensional verification, were conducted during the investigation. The complainant returned one mac-loc catheter for investigation. Physical examination noted slight biomatter throughout the device, but no damage. A leak test was performed and could not confirm a leak within the hub. All dimensions deemed relevant to the failure mode were analyzed and found that the device was not manufactured out of specification. Additionally, a document based investigation evaluation was performed. The proper procedures are in place to identify and prevent this failure mode prior to device distribution. The risk specifications covering mac-loc drainage catheters include both hub separation and leakage as a potential failure mode. The identified risk controls include manufacturing quality control checks and process validation. The technical files covering mac-loc drainage catheters indicate that the risks associated with these devices are acceptable when weighed against the benefits. The IFU supplied with the mac-loc drainage catheters instruct that the product should be inspected prior to use to ensure no damage has occurred. A review of the device history record (DHR) was also conducted as a part of the investigation. The DHR for the complaint lot and related subassembly lots revealed one related nonconformance. The device goes through a 100% inspection for the recorded nonconformance, all nonconforming product was scrapped, and a database search for complaints on the reported lot found one additional complaint from the field. Based on this information, there is evidence that nonconforming product exists out in the field. Based on the information provided, inspection of the returned product, the results of the investigation, and although the reported device was measured within specification, it was concluded that a manufacturing and quality control deficiency could have contributed to this incident. However, this cannot be confirmed at this time. Corrective actions including implementation of a gap gauge and retraining were performed. Appropriate measures have been taken to address this failure mode. The appropriate personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was placed for "hepatapostema drainage treatment." As reported, "after the catheter was placed, the joint of the catheter was found leaking." The catheter was replaced with the same device from another lot, but the same leakage occurred. A second device from the replacement lot was then placed without incident. The procedure was completed with this device. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence. The first incident of leakage is recorded under the medwatch report with patient identifier (B)(6). The second incident of leakage is recorded under the medwatch report with patient identifier (B)(6) (this report).